Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer proximal setup joint (suj) to resolve the issue. Fse performed a test drive and the 23070 error was still present. Fse rebuilt the calibration files for the universal surgical manipulator (usm) 4 and the issue was resolved. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The proximal suj was run on the patient side cart (psc) fixture test platform (pftp) and passed all tests. The error was not replicated but it was confirmed via the logs. The log review revealed an error 23087 pointing to the hall sensor/encoder and an error 297 pointing to the axes controller setup (acu).

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) had repeated recoverable errors associated with the universal surgical manipulator (usm) 4. The site was able to disable usm 4 and continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system initially power on without errors. The dvstat was not contacted for troubleshooting. The customer confirmed that the issue was resolved by disabling the usm and the procedure was completed with three arms. There was no patient injury.